Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2019, was chosen as the best estimate based on the date of the revision surgery. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6) block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e2006 captures the reportable event of erosion of implanted vaginal mesh. Imdrf impact code f2303 captures the reportable event of medication for antibiotics. Imdrf impact code f1905 captures the reportable event of transvaginal excision of foreign body.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during a robotic-assisted laparoscopic sacral colpopexy using a y-mesh procedure performed on (B)(6) 2017, for the treatment of vaginal vault prolapse with cystocele/enterocele. The patient was also diagnosed with a right labial cyst, for which an excision of the right labial cyst was performed. The patient tolerated the procedure, was extubated without incident, and was taken to the recovery room in stable condition. On (B)(6) 2019, the patient had a follow-up office visit for continued treatment of a recurrent urinary tract infection. The patient had a history of recurrent infection which resolved for one year after the implant procedure. However, she noted a recurrence of urinary tract infections. She had been recently treated with macrobid but had a recurrence of infection. She was treated with a course of ciprofloxacin which was completed and resumed taking macrobid once daily for suppression. It was noted that patient's detrusor overactivity symptoms worsened with infect and this had resolved with antibiotic therapy. The patient also had a vaginal foreign body (mesh erosion). On (B)(6) 2019, the patient underwent transvaginal excision of a foreign body, creation of a vaginal flap, and closure of the wound due to a pre-operative diagnosis of erosion of the implanted vaginal mesh. There were no surgical complications.